Manufacturer narrative:
Continuation of d10: product ID: 39565-65, serial# (B)(6), product type: lead section d information references the main component of the system. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(6), g2: the country of origin is china. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a distributor regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that high resistance was detected during the procedure. The lead was replaced to complete the surgery and the issue was resolved. Surgical intervention did not occur and was not planned.

Manufacturer narrative:
Continuation of d10: product ID 39565-65 serial# (B)(6): product type lead h3: the lead, model# 39565-65 serial# (B)(6), was returned for product analysis. Analysis of the lead revealed that they were unable to replicate the reported issue; normal impedances were observed and there were no shorts between circuits. The lead passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.